Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they visited the doctor the previous day, their blood pressure and pulse was taken and their pulse was down to forty four beats per minute and it is set at sixty. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.